Event description:
Customer's girlfriend reported a no delivery alarm that was caused by constant bent cannulas. The blood glucose reading was 400 mg/dl. They were unable to troubleshoot for the issue because the cannula would bend every time they attempt to insert the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.